Event description:
The customer reported that she experienced consecutive high bg readings (378-446mg/dl) within the first day of activating the pod, which prompted her to administer a bolus as well as a manual insulin injection. Her bg successfully lowered over the following four hours. When the pod was removed, she observed "noticeable kinking on the cannula"; despite the kink, no alarm had been initiated. The pod will be returned for eval.

Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The consumer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.